Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the left upper lobe close to the pleura and abutting the fissure. The procedure was completed as planned with no delays. Upon waking up from anesthesia, the patient complained of chest pain. A follow-up chest x-ray detected the pneumothorax, and a chest tube was placed to resolve it. The patient was hospitalized. The physician reported that the pneumothorax was not ion-related, and that it would have likely occurred via another modality. The cause was attributed to cryobiopsy or brushing too close to the pleura. There was no device malfunction associated with the event.